Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated in duplicate on the same instrument, resulting positive. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
A siemens field service engineer (fse) was at the customer site. After evaluation of the instrument and instrument data, the fse replaced the sample valve. The fse also set and verified all motor positions. Quality controls and patient samples were run, resulting within range. The cause of the discordant, false negative hcg result is unknown, as the sample resulted as expected upon repeat testing prior to service. The instrument is performing according to specifications. No further evaluation of the device is required.